Manufacturer narrative:
Continuation of d10: product ID 387360 lot# va2r7uu serial# unknown implanted: explanted: product type screening device d9 and h3 refer to the 387360 screening device. H3 device evaluation: analysis of the returned 387360 screening device found a procedural non-conformance where conductor #0 was broken 59.9cm from the proximal end, conductor #4 was broken 56.3cm from the proximal end, and electrode #0 was pulled out from the distal end of the lead. The stylet coil was stretched and pulled out from electrode #0. The insulation was broken/torn under the proximal side of electrode #4. Circuits #4 and #0 were open. This was consistent with overstress damage. The distal segment (electrode #7 and tip) was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 3873, serial# unknown, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 3873, serial/lot #: unknown. G2: the country of origin is china. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was trialing an external neurostimulator. It was reported that the "metal sheet" of the patient's lead fell off after surgery, and currently the metal sheet was still in the patient's body and not explanted. Surgical intervention did not occur and was not planned. The issue was not resolved.